Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid incomplete bolus alert. Reportedly, the customer navigated to the bolus screen without exiting. The customer was uncertain if their blood glucose levels were impacted. Tandem technical support educated the customer regarding the alert and the customer acknowledged.